Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure on (B)(6) 2019. According to the complainant, during the procedure, the internal bolster was detached. There were no patient complications reported as a result of this event.